Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Ethnicity: no information available. The probable cause is damage in use due to improper handling during procedure. Manipulation and strain on the wire can cause damage to internal components. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a therapeutic coronary procedure, the manufacturer''s wire was normalized then advanced to the lesion, but the readings did not appear correct. The physician decided to pull the wire back to re-shape the tip. However, the wire unraveled during removal from the patient. A second manufacturer''s device was used to complete the procedure. No patient injury was reported. The returned device was visually and microscopically inspected. The distal coil was stretched and the shaping ribbon was broken into two sections, but remained intact to the wire. A sharp edge was observed at each end of the broken shaping ribbon. No missing material was observed. It was later confirmed by the user that the protruding edge was observed upon removal. This product problem is being submitted for the sharp edges observed at the broken shaping ribbon. There is a potential for harm if the malfunction were to reoccur.